Event description:
Reporter alleged the patient's blood glucose measured hi at 16:06 on the blood glucose monitoring device compared to a lab result on 176 mg/dl performed at 16:10. Reporter stated being unclear as to whether any actions were taken or treatment resulted. Quality control testing was reportedly performed on the blood glucose meter and values were within an acceptable range. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.